Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an issue while attempting to fill the tubing, noting that no insulin drops were observed despite the pump displaying up to 100 units. The agent advised the patient to remove the cartridge, lot 31950, at which point insulin spilled from the insulin chamber. The patient was instructed to use a new cartridge and was subsequently able to complete the supply change with no further issues. The affected infusion set was a contact detach 23" set. The patient reported that blood glucose levels were affected, reaching a high of 193 mg/dl for approximately one hour. The patient did not use back-up therapy, perform ketone testing, receive professional medical intervention, or experience any immediate health effects. No additional assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.